Manufacturer narrative:
The customer report that the tubing separated at the y-site was confirmed. During visual inspection a separation was observed at the engagement between the inlet of the lowest smartsite valve and the vinyl tubing components. The root cause was identified as an assembly issue of insufficient solvent being applied at the engagement of the tubing.

Event description:
The customer reported that in the emergency center, tubing broke in half at the y-site when the pump module was started. There was no patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the emergency center, tubing broke in half at the y-site when the pump module was started. There was no patient harm.